Manufacturer narrative:
Correction d4: lot number should state unknown instead of known. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported that direx steerable guiding sheath was leaking through valve. There was no known adverse patient side effects reported. No additional information is available.

Manufacturer narrative:
The following sections were updated in follow-up. The device used in treatment. One 8.5f sheath and dilator was returned for analysis. No blood was found on the sheath and dilator. Upon evaluation of the returned product, it was found that the hemostatic valve had a hole off center of the helical cuts. Dilator and sheath tip were observed to be round and normal. The sheath was manually leak tested by occluding the sheath tip and forcing water through the side port using a syringe. The sheath was observed to be leaking through the hole in the hemostatic valve. The hole in the hemostatic valve could have been due to inserting the dilator off-center of the helical cuts with a significant amount of force creating a hole. Returned device analysis revealed that leakage was confirmed through the hole in the hemostatic valve. The hole in hemostatic valve was due to user error. Per the IFU "any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage". The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. No manufacturing defects were found. Qa procedure destino steerable guiding sheath in-process and final inspection: leak test: sample size: 100% perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Per IFU:the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity.oscor will continue to monitor this event type and risk. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.